Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: the pump was returned with an inoperable audio tone alarm. The pump was opened and a cracked solder joint was found. The investigation confirmed the initial complaint about an audio tone issue. A test pump was used to complete the investigation and the audible alarm was fully functional with the test pump. Unrelated to the initial complaint, it was also observed that the battery compartment was cracked in two places.